Manufacturer narrative:
No product was returned for evaluation. Device history records for the indicated production lot were reviewed and found to meet all requirements prior to release. Additional product from the same lot was tested and found to pass all performance specifications, including tensile strength and needle attachment testing.

Event description:
According to the reporter, at the end of episiotomy closure while using a surjet suturing technique, both the needle and suture broke. Another velosorb suture used to complete procedure.